Manufacturer narrative:
Made a correction to the following: type of report, date due, & complete report.

Manufacturer narrative:
Pil was able to confirm the complaint of service required possibly due to the thermal event. Review of the device log showed 32 errors. Risk tag (ER 2248355 v02) associated with this mode of failure: rmm5, rmm6, rmm78, rmm23, rmm25, rmm10, rmm12, rmm82. The results of this investigation do not impact the calculated risks. The device was scrapped by the service center after the evaluation was completed. Updated: box h: device manufacturers: evaluation method. Evaluation results. Component code. Conclusion code.

Event description:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. Customer complaint the machine turns off and on was confirmed. During the evaluation of the device, they found pca is damaged and traces of burn.